Event description:
Paste applied to ileostomy 4 1/2 days post-surgery "liquidfied within 30 minutes of application," pt experienced "burning sensation, redness immediately bordering stoma." Visiting nurse discontinued paste, but pouching difficulties, stool leakage continued. Et nurse changed pouching to convex, customer is improving. Customer's father noted she had presented with pouching difficulties since surgery.